Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER), and was subsequently hospitalized due to an elevated blood glucose level above 500 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous insulin and was released from the hospital on (B)(6) 2019 with no permanent damage. Reportedly, an occlusion alarm had occurred. The contact declined further troubleshooting with tandem technical support, therefore additional information could not be obtained.